Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # (B)(4). Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what troubleshooting steps were taken to remove the device from tissue prior to cutting the tissue around the stapler to remove it (squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device locked out on bowel; partially fired. The surgeon cut the tissue around the stapler to remove it. The case was completed using another device of the same product code. There were no patient consequences reported.